Manufacturer narrative:
D9 - date returned to mfg: 9/2/2025. One device was returned for analysis. Visual inspection found a damaged air detector, and a bent latch lock handle. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a torn downstream occlusion seal (dso) seal. The downstream occlusion seal, latch lock, latch handle, air detector was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion (dso) seal bubbled and punctured. The lens pad was heavily worn, scratched, corrosion on bottom of battery compartment and a software update was required.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.